Manufacturer narrative:
Additional information was received on 3/12/2019. In addition to the issues reported previously, lateral displacement and nipple asymmetry of the right implant was noted. The investigation of the returned device was completed by the failure analysis lab on 4/4/2019. Device evaluation summary: it was reported that a 64-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis and experienced right sided deflation post procedure. The device was received with no fluid. No foreign material was observed within the device or on the shell surface. During the initial evaluation the device appeared intact. Leak testing revealed there was leakage from the valve. No other anomalies were observed. The complaint deflation was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation. Dislodged valve material from a valve puncture or tear. Water soluble crystal like material (residual nacl from the fill solution). External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. The mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device or the device displacement presented on the patient. A definitive root cause of the failure could not be determined. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices. Deflation, asymmetry, and implant displacement/migration are known complications associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5770245 and no non-conformances related to the reported complaint condition were identified. Concomitant products: mentor smooth round moderate profile 300cc saline prosthesis, catalog #3501645, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis and experienced right sided deflation post procedure. The deflation diagnosed through a visual examination by a physician. As a result, and explant is planned for (B)(6) 2019.